Event description:
It was reported that, after the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD), it exhibited oversensing. Additionally, an increase on the impedance measurements was observed, these measurements were within normal limits. The therapy was turned off and the device was reprogrammed the next day. This device remains in service. No adverse patient effects were reported.